Manufacturer narrative:
Zimvie complaint number: (B)(4). DHR review was completed for the subject lot number 1233257. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1233257 for similar events and two (2) other complaints were identified. Review completed utilizing keywords: bone loss a summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). D9: device availability unknown / not provided d10. Concomitant medical products tsvmb11, imp, tsv, mcol mg,3.7mm,11.5mml lot 1233257 x1, tsvm4b11, imp, tsv, mcol mg,4.1mm,11.5mml lot 1232327 x 2 a summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
Doctor reported that implants at tooth sites 14, 16, 24, 26 were removed due to bone loss. Four years after placing the implants, doctor noticed that there was bone loss around them because dental bridge started to oscilate. Patient is on a substitutional therapy for diabetes and hyperthyroidism.